Event description:
Report received from the USA stating that the device experienced "e6 error on console and overheat." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "e6 error on console and overheat" could not be confirmed or duplicated. The unite was tested and found to meet all specifications, including temperature assessment, and no error messages occurred. If additional information is received, a supplemental report will be sent. (B)(4).